Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroid procedure, the customer received intermittent emg interference. The customer states that they were not stimulating a nerve and no error message was present on the screen. After trouble shooting they believe that it was the tube placement. Tried 2 different pi boxes with same results. When they did electrode check on both pi boxes it was cycling between green checks and red x. Ts recommended ensuring the site is not using electrocautery and ensure unit is plugged into a red outlet with no other systems plugged into the outlet. There was no injury to the patient.